Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Asae/major bleed: the cause of the access site adverse event was user related as the md refused to remove the introducer and the bleeding was resolved by repositioning the introducer, tightening purse stitch sutures, and angle matching. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
The complainant reported that a patient was implanted with an impella cp via the left femoral artery for mechanical circulatory support. It was reported on day 2 of impella cp support, the patient experienced oozing around the 14 fr peel away sheath which the physician left in place. The patient¿s hemoglobin value dropped from 12.4 g/dl to 10.2 g/dl over a few hours. The sheath was repositioned as the physician declined to remove the peel-away sheath. Subsequently, the patient was transfused with 1 unit of packed red blood cells. Additionally, it was reported that the bleeding was slowed, but never fully resolved. The same day, the patient dislodged the impella device and pulled the device out of the ventricle after sitting upright in bed. The medical team decided to remove the pump at that time. The patient's outcome at the time of explant is survived. This complaint involves two impella devices: impella cp, with serial number (B)(6). 14 fr introducer with lot number s9408473. This MDR specifically addresses 14 fr introducer with lot number s9408473, which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Engineering assessment: complaint noted that the patient had peel-away sheath in when arrived at ICU and md refused to remove per IFU; additional sutures had to be applied to slow bleeding at access site. As a result of this information, the additional h6 health effect - impact code of "surgical intervention (f19)" was included in this supplemental report.